Manufacturer narrative:
Patient information was requested and declined to provide the information. A follow-up report will be submitted once the investigation is completed. (B)(6).

Event description:
The customer reported the touch screen failure; is out of function; touch screen calibration and cleaning does not work. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The fse replaced the touch screen to address the reported problem. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.